Event description:
An alarm issue was reported with the adc librelink device in use with samsung galaxy a 70 phone with android operating system version 11. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and or seizures, memory loss, confusion and was unable to self-treat and received third party administration of unspecified medication. The paramedics were called to the customer home and transported customer to the local hospital where he/she was treated with unspecified intravenous fluids (nacl/kcl) and additional treatment of ¿mg4¿ as reported by the customer. Additionally, the customer reported being diagnosed with transient global amnesia due to nocturnal neuroglycopenia and temporary memory loss. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low alarm when using the freestyle librelink application. Attempted to replicate the user¿s complaint using application google pixel 2xl (android 11, 2.8.4.9335) and was able to successfully receive glucose readings and alarm notification. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc libre link device. In use with samsung galaxy a 7.0 phone with android operating system version 11. The low and high glucose alarms did not sound. And customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and or seizures, memory loss, confusion. And was unable to self-treat. And received third party administration of unspecified medication. The paramedics were called to the customer home. And transported customer to the local hospital where he/she was treated with unspecified intravenous fluids (nacl/kcl). And additional treatment of ¿mg4¿ as reported by the customer. Additionally, the customer reported, being diagnosed with transient global amnesia, due to nocturnal neuroglycopenia and temporary memory loss. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.